Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.75x33 xience xpedition stent was implanted in the 99% stenosis in the mid right coronary artery, the 3.0x28 xience xpedition stent was implanted in the 85% stenosis in the mid left anterior descending coronary artery, and the 2.5x38 xience xpedition stent was implanted in the 80% stenosis in the distal left circumflex coronary artery. The patient had retrosternal chest pain that lasted for one minute on (B)(6) 2015. The patient did not go to a doctor at that time. The patient was admitted to the hospital on (B)(6) 2015 with chest pain. During the hospitalization, an exercise stress test, computed tomography, electrocardiogram, color doppler ultrasound and ultrasonic cardiography were performed. The patient was given aspirin and clopidogrel for anti-platelet medications. Vasorel was administered to improve myocardial metabolism. The patient recovered well and was discharged from the hospital on (B)(6) 2015. No additional information was provided.